Event description:
It was reported that this right atrial lead exhibited high, out-of-range impedance and high threshold measurements. The lead was explanted, replaced, and returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, analysis confirmed the inner conductor coil was fractured approximately 3.25 cm from the terminal pin. Fracture characteristics were unable to be identified as the surface of the break had been damaged post-fracture. Analysis determined that this fracture was the root cause of the clinical observations.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that this right atrial lead exhibited high, out-of-range impedance and high threshold measurements. The lead was explanted, replaced, and returned for analysis.